Manufacturer narrative:
PMA/510(k): k212323. Investigation evaluation: the products said to be involved were returned in a biohazard bag with four open pouches from the lot number provided in the report. The labels match the products returned. Additionally, one sealed device from the lot number said to be involved was returned and evaluated. Used device #1: our laboratory evaluation of the product said to be involved confirmed the report. The used device was determined to be used due to there being a dried red substance on the clip and drive wire. A visual examination confirmed the clip housing has separated from the coil catheter but remains attached to the end of the drive wire, in a closed position. The clip could not be reopened. The device was viewed under magnification and a product discrepancy or anomaly that could have contributed to this reported occurrence was not observed. Prior to use devices #2-#4: our laboratory evaluation of the products said to be involved confirmed the report. For all four devices a visual examination confirmed the clip housing has separated from the coil catheter but remains attached to the end of the drive wire, in a closed position. The clips could not be reopened. The devices were viewed under magnification and a product discrepancy or anomaly that could have contributed to this reported occurrence was not observed. Sealed device: the device was functionally tested to verify open/close and the cath attach to housing joint strength. The clip advanced through the scope, opened, and closed as expected. Additionally, the clip did not separate from the cath attach when opened. A functional test was then performed for the housing to catch attach joint tensile strength. This device separated at the cath attach at a detachment force within the acceptance criteria. Therefore, the complaint could not be confirmed for this sealed device. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: used device #1 and prior to use devices #2-#4: our laboratory evaluation of the returned device confirmed the report. A definitive cause for this observation could not be determined because the actual use conditions could not be duplicated in the laboratory setting. Due to a variety of clinical conditions such as patient anatomy, endoscope position or progression of disease state, we could not reproduce the actual conditions of product usage during our laboratory analysis. This limits our ability to conclusively determine a cause. Sealed device: a definitive cause for the reported observation could not be determined because the product said to be involved functioned as intended. A discrepancy or anomaly that could have contributed to the reported observation was not observed during our laboratory analysis of the returned product. The instructions for use states: "uncoil device. Verify smooth handle operation and clip action. Open clip by gently moving handle spool distally (away from handle thumb ring). Once clip is fully open, do not continue advancing handle spool as clip may prematurely detach from catheter. Close clip by moving handle spool proximally until clip is fully closed. Precaution: do not continue to pull handle spool beyond tactile resistance as this may prematurely deploy clip." The instructions for use states: " with clip closed and without holding handle spool, advance device in small increments into accessory channel of gastroscope, duodenoscope, or colonoscope. Note: if difficult to advance device, relax elevator and/or straighten endoscope.¿ the IFU also includes the following precaution: ¿holding handle spool during clip advancement may prematurely deploy clip.¿ failure to follow the instructions above can result in damage to the device which may lead to premature clip deployment. Prior to distribution, all instinct plus endoscopic clipping devices are subjected to a visual inspection and functional testing to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During an endoscopic clipping procedure, the physician used a cook instinct plus endoscopic clipping device. It was reported that one clip would not reopen or detach from the drive wire during the procedure. Three opened devices were table top tested and had same problem. The procedure was completed using another of the same device from a different lot. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.